Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. Customer feedback photo analysis results: catheter tip broke, inference is caused by the action of hard force.the DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that they had an issue with a cardinal health monojet 60ml syringe. When the tech was in the process of a fat transfer between two syringes, the catheter tip broke and fat splattered all over the or wall.